Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the revision surgery, the event resolved. No patient complications were reported in relation to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the reported malfunction due to fluid loss from a hole in the balloon was confirmed. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon pinhole tear was identified in the balloon shell proximal to the sphere-adapter junction. The damage appears to be consistent with tool damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a product malfunction and confirmed the reported hole-perforation which caused fluid loss from the balloon component. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of unintended use error caused or contributed to event because the fluid loss from a hole in the balloon was consistent with tool damage.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the balloon. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the revision surgery, the event resolved. No patient complications were reported in relation to this event.